Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the customer was having occlusion alarms the morning after changing out supplies, while using the cleo 90 infusion set. Blood glucose was reported at 175 mg/dl at the time of the event. Patient performed troubleshooting on the device but only observed blockage of insulin visible. The patient removed the site and performed a "bendy straw test" and the cannula was not compromised. Customer was instructed to fill a new cartridge with 120 units of insulin, initiate fil tubing and watch for notifications after 10.2 units were delivered. Pump did not display occlusion. No adverse event reported. See MFR 3012307300-2017-00674 for other complaint.